Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Possible causal factors may be sample processing related including off-label collection and sample handling. This is a run-specific issue and the reagent is performing as expected. Facility name truncated due to character limit : (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for all three targets (sars-cov-2, influenza a, and influenza b). The same sample was retested on a different cobas liat which yielded a positive result for influenza a only. A new sample from the same patient was collected and tested on the same cobas liat and yielded a positive result for influenza a only. All results were reported. No harm alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.